Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customers were unable to issue medication for the patient. A technical service specialist showed as requested on the machine and then checked mql rx verify -and it was approved. However, there was a delay in the machine. The client was then able to issue the medication, as rx verify was approved in the machine. The system functioned as intended after the technical service specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user was unable to issue medication for the patient. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.